Manufacturer narrative:
The reported broken hermetic hermetic lumbar catheter, open tip (ins8330) was received together with an unbroken ins5010. Apparently the ins5010 was sent for comparison purposes. The broken unit could not be identified as ins8330 or ins5010 because without the tip, it cannot be identified as closed or open-end. Device history record (DHR) ¿ the reported lot number 7085053/ ins8330 was reviewed, and no anomaly was observed; however, in a posterior customer communication, it was clarified that the correct catalog number was ins5010. No lot number was provided for the ins5010 reported. Failure analysis - as reported by the customer, the specialist choice was not to remove the severed catheter tip segment (it is ¿still in the patient¿). The unit was broken in different sections of the catheter. The end that is inserted in the patient was missing (about 3 cm of the catheter tip), and also the unit was broken on the catheter¿s main body. In the photo sent by the client, there is a smaller piece of catheter that was not returned with the unit. Approximately 10.7 cm are unaccounted for (not received for evaluation) in addition to the ±3 cm from the catheter tip. The unit was inspected, and it was found that two (2) different breaking modes are present: 1) the part that broke inside the patient was cut. This was evidenced under magnification of the severed area. The breakage is straight-lined and smooth as if cut with a sharp object. This can happen if the catheter was retracted through the tuohy needle, either repositioning the device or if catheter is pulled out without first removing the tuohy needle. 2) the part that broke outside of the patient was torn. This was also evidenced under magnification of the severed area. The breakage appearance is uneven and rough. This was most likely the result of pulling the catheter beyond its break load force during extraction. Root cause - the reported condition is confirmed. It is concluded that the catheter segment left inside the patient was cut with the tuohy needle during catheter implantation process. This is most likely related to technique during the implantation process. The other breakage is most likely due to pulling the catheter beyond the tubing break load force during the extraction process. It is unknown what may have trapped the catheter during the extraction process that would require excessive force to remove it. All catheter tubing is certified to meet certain product characteristics such as break load force, elongation, tensile strength, internal and outer diameters that ensure that the tubing meets minimum requirements for proper performance. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that after surgery while patient was in the ICU and they were removing the drain, the hermetic lumbar catheter, open tip (ins8330) broke in the patient. As a result, the patient possibly may require new surgery to remove part of the drain. Subsequently, further information was received stating the following: "the hospital confirmed that the piece of the catheter is still in the patient, this was the choice of the specialist. They will follow the patient clinically."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.